Event description:
It was reported that lesion was in the distal rca with heavy tortuosity to the lesion and mild calcification, 90% stenosis. Three guiding catheters were used for seating and another co's guiding catheter seated. A balance universal guide wire was used to cross the lesion; however, resistance was felt because of the heavy tortuosity. Pre-dilation was performed with a 2.0x20 cdc and resistance was felt with the guide wire during a advancement to the lesion. A stent was advanced but it would not cross through at proximal fca because of a sharp angle bend. A bmw universal was inserted to support the delivery and the stent was again advanced over the mbw universal and it reached the lesion. Before the attempt was made to inflate the stent, the physician wanted to remove the guide wire, but when removing the guide wire, it separated at the proximal rca. The separated portion was approx 15 cm. The pt was transferred to another hosp to have the separated guide wire portion removed. A gooseneck snare was used; however, it failed to retrieve the separated guide wire and the separated guide wire remains in the pt.